Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident exceeded 600 mg/dl. The infusion set cannula was slightly bent at the tip. The patient changed his set and treated with a 7.0 unit insulin pump bolus. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.